Event description:
It was reported that the 9800 system intermittently would have no image displayed while taking x-rays. It was also noted that no error displayed during x-rays. A backup unit was used to do the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The system was tested and found to be working as intended and placed back into service.